Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed for power system error. It was stated that the alarm has occurred 4 times every 4 hours. Blood glucose value is unknown. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement test. The pump was returned for power error alarms. The alarms were confirmed during testing. The root cause wass the non-sleep anomaly software error. The pump also had a cracked reservoir tube lip, a scratched case and minor scratches on the lcd window.